Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/04/2025, the patient experienced disorientation, confusion, and hallucinations. The cgm was reading 55 mg/dl and the blood glucose reading was 28 mg/dl. The patient mentioned his wife used nasal glucose gun and he ate fruit snacks and drank a cup of chocolate milk. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.